Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer also reported using cold brand insulin, which is considered off label insulin use per the tandem user guide. Tandem technical support educated the customer on this. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.